Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A healthcare provider reported that a patient implanted for gastrointestinal/pelvic floor was having issues with gastroparesis. Currently the patient was in the hospital for nausea and vomiting. Device reprogramming was done. No follow-up contact, event date, potential event cause, interventions, or outcome was reported. No follow-up was able to be conducted at this time. If additional information is received, a follow-up report will be sent.